Event description:
It was reported via a legal notification, that a female patient, who had initial bilateral knees implanted on (B)(6) 2016, with optetrak polyethylene tibial inserts, underwent right knee revision surgery due to accelerated and preventable wear of the defective polyethylene insert component within the optetrak device on (B)(6) 2020, approximately 4 years 5 months post the initial procedure. As a result of defendants¿ failure to properly package the optetrak devices prior to distribution, the polyethylene liner prematurely degraded and plaintiff endured revision surgery and other complications due to severe pain, swelling, and instability in the knee and leg. These injuries were caused by accelerated and preventable wear of the polyethylene insert. As a direct and proximate result of the defective nature of the defendants¿ optetrak devices, the plaintiff suffered and will continue to suffer serious personal injuries, including pain, impaired mobility, rehabilitation, medical care, loss of enjoyment of life, and other medical and non-medical sequelae. No device returns anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d1/d2a/d2b, d4, h6. MDR section codes updated/corrected: a, b, c, d, e, f, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.